Event description:
Boston scientific received information that the patient with this device system reportedly received a shock from the device. The patient later reported enduring an ablation procedure. Approximately six months later, the patient endured syncope while in the grocery store. As a result of the syncope, the patient bruised the knee and was placed in a cast, unable to drive a motor vehicle. Additional information was sought from the local area sales representative, however, at this time additional information was not available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating that this patient expired. There were no system allegations at that time. The device was returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.